Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the unspecified bd vacutainer® sst¿ there was an issue with poor gel separation. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with poor gel separation. There was no report of injury or further medical intervention.

Manufacturer narrative:
Additional information was received for the medical device lot number(s), category number (s), manufacturing/expiration date(s), manufacturing location. The following field(s) have been updated: it was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with poor gel separation. There was no report of injury or further medical intervention. Medical device brand name: bd vacutainer® sst¿ blood collection tubes. Medical device manufacturer: sumter. Medical device cat #: 367986. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8051685. Medical device expiration date: 2019-02-28. Device manufacture date: 2018-02-20. Medical device lot #: 8094629. Medical device expiration date: 2019-03-31. Device manufacture date: 2018-04-04. Medical device lot #: 8078534. Medical device expiration date: 2019-03-31. Device manufacture date: 2018-03-19. UDI: (B)(4). Manufacturing location: (B)(4). 510k: bk050036.

Manufacturer narrative:
Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Investigation conclusion:as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported with the use of the unspecified bd vacutainer® sst¿ there was an issue with poor gel separation. There was no report of injury or further medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. Investigation conclusion: this complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the unspecified bd vacutainer® sst¿ there was an issue with poor gel separation. There was no report of injury or further medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The CAPA has identified the most likely root causes and corrective actions are in the process of being implemented.

Event description:
It was reported with the use of the bd vacutainer sst blood collection tubes there was an issue with poor gel separation. There was no report of injury or further medical intervention.